Event description:
It was reported that a motor stall occurred and was confirmed by the event logs. The patient had been due for a refill and was in the office on the day of the report for the refill. Pump logs showed that the motor stall occurred (B)(6) 2013 at 00:22. The patient did not have an MRI. A single bolus of 0.001mg over 1 minute was programmed on the day of the report. It was discussed to replace the pump as well as programming the pump to minimum rate. The patient did not have any symptoms as of the time of the report. The device system delivered morphine. It was later reported that the single bolus was unsuccessful. The motor stall did not recover. The pump dose had been reduced to 0.720mg/day. The patient was scheduled to have the pump surgically replaced on (B)(6) 2013. The patient experienced pain at the device pocket. It was later reported that 3ml of drug were pulled out of the pump and the alarms were silenced. Pump logs indicated that the motor stall recovered on (B)(6) 2013 at 13:37; however, motor stall again occurred on (B)(6) 2013 at 23:28 along with ¿stopped pump period may exceed tube set¿ on (B)(6) 2013 at 23:28. Additional information has been requested but was not available at the time of this report.

Event description:
It was later reported that the pump was replaced 2013 (B)(6). The patient was doing great and receiving effective therapy as of the day of the report.

Manufacturer narrative:
Concomitant product: product ID 8709, lot# j11343r11, implanted: (B)(6) 2002, product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication as well as a stall due to shaft-bearing. Significant residue and shaft wear was found on the upper shaft of gear 2. Residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.